Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient received their replacement controller and indicated it was "acting crazy". The patient indicated that even though they have the antenna right over the ins, the screen will be stuck on looking for device and not connect. The patient reported they can resolve by removing/reinserting the battery pack but issue continues. The patient reported the other issue they have is when leaving setting on 3.4, later in the day when they unlock their controller, it will pull at 3.0 which was the previous setting. No symptoms were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.